Event description:
It was reported that unidentified cartridge alarms occurred. Customer reloaded the cartridges to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.